Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient was unable to increase their stimulation on any of their groups, and their controller displayed the "settings not available - out of range (oor)" message. No symptoms were reported. The controller indicated that the controller charge was at 100% and the ins charge was at 30% charge. It was suggested that the patient charge the ins to 100% and then try adjusting the stimulation again. After recharging the ins to 100%, the patient was still seeing the same message. The lithium ion battery pack was removed and re-inserted into the controller, but that did not resolve the issue either. Next, the stimulation was decreased to 0 milliamps (ma), and when they increased to 0.6 ma, they got the same message. The rep reported that they were scheduled to meet with the patient on (B)(6) 2019 to check the device. Additional information received from the consumer via the manufacturer representative reported that when the battery was interrogated it was found that contact 15 had high impedance. All of the patient¿s programs were using contact 15 so the stimulator was reprogrammed to avoid this contact. The issue was resolved at the time of the report. Additional information received from the manufacturer representative reported that the cause of the high impedance was undetermined. The representative was able to program around the electrode impedance and still provide coverage to the patient. The patient met another representative on (B)(6) and was reprogrammed again successfully around the impedance issue. Additional information received from the manufacturer representative reported that the impedance showed 40000 and a do no use message displayed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that impedances were >40k on contact 13 and there was a possible short on contact 15. The patient denied any falls. The rep reprogrammed the ins without using contacts 13 <(>&<)>15. The rep said the patient had been unable to control the setting due to out of regulation (oor). The rep stated that, after the ins was reprogrammed, the patient could adjust the strength of the stimulation with the remote. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.